Event description:
Patient undergoing a laparoscopic repair of incarcerated ventral incisional hernia with mesh implantation. The surgeon could not get the protack auto suture device (5mm, ref # 174006, lot # p3g0117x) to fire. The device was replaced and functioned without incident. No harm to the patient.======================manufacturer response for auto suture, protack auto suture fixation device (per site reporter).======================no known response.